Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. Furthermore, performed all transducer test; all are passed. Hence, the power supply board of vela ventilator needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator shows motor fault prior to patient use. Furthermore, there was no patient associated with the reported event.